Manufacturer narrative:
Three electrodes were sent back. All three electrodes are broken at the active electrode, which is worn on all three electrodes. As the active electrode is burnt to the extent that it is broken, it is very likely that the electrodes have been used beyond their appropriate service life. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the handle broke twice on the same lot at the start of the operation. The procedure was completed successfully. No death or (unanticipated) serious deterioration in state of health reported. There is no information on whether something broke off and fell into the patient or not. Therefore, as a precaution, the case is deemed reportable.